Event description:
Repair center alleged leaks. Low o2 or yellow light/alarm will not function.per independent repair statement low o2 or yellow light and alarm will not function. Key failure was the xip ties leak. Additional malfunctions was the power switch not alarming.